Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, functional testing, and a review of the alarm log were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Visual inspection revealed that the door latch was damaged. The cause of the condition was determined to be wear and tear. To correct the condition, the door latch was replaced .the device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had a damaged door. This was noted before use. There was no patient involvement. No additional information is available.